Manufacturer narrative:
On (B)(6) 2023, mentor received a device for evaluation that differed from what was initially reported. On (B)(6) 2023, it was determined that the received device belongs to this complaint file. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 27, 2023, mentor completed a visual inspection, leak testing, microscopic examination, and shell thickness of the returned device. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and it identified a tear on the posterior view, between the shell and the patch. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 07, 2023, the patient's complaint devices were identified as 500cc mentor memorygel breast implants. One lot number was provided, but its corresponding side of implantation could not be clarified. As such, the device with a discernable lot number will be documented in this file and referred to as device b. Refer to manufacturing report number 1645337-2023-12518 for device a. The following information was added to the file given the lot number provided: catalog: 3505001bc lot: 7318935 unique identifier: (B)(4). Expiration date: 4/15/2021. Manufacture date: 4/11/2016. A manufacturing record evaluation (mre) was performed for the provided lot number, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with 800cc mentor memorygel breast implants. Post-operatively, the patient experienced bilateral rupture of her prostheses, which was confirmed by a medical professional. As a result, the patient (B)(6) 2023. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left implant. Refer to manufacturing report number 1645337-2023-12518 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).